Event description:
A mid-80s female was undergoing an endovascular aneurysm repair (evar) procedure. During the procedure, there was difficulty delivering the equipment due to the tortuosity of the abdominal aorta. The nose cone of the delivery system caught on a stent strut and broke. The device was secured to the aortic wall with a palmaz xl stent.